Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. Only the reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.4 inr, qc 2: 3.5 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The results alleged by the customer were observed in the meter¿s patient result memory. Relevant retention test strips (lot 397393) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from a laboratory was 2.9 inr. The reagent used was not known. Within 20 minutes, the customer tested on his meter and the result was 3.9 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.